Event description:
It was reported by the sales rep that during an open gastric bypass procedure, the hand activation buttons did not work. Foot pedal worked intermittently. There was no reported patient consequence. Case was completed with another device of the same product code.

Manufacturer narrative:
Evaluaton summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.